Event description:
Customer reportedly received results of 400 mg/dl and 173mg/dl within 10 minutes on the advantage sys. No blood glucose symptoms reported with these results. No actions taken based on device results. Controls were run and in range. No adverse event reported. Requested return of suspect device and replacement was sent.